Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose level at the time of admission was not included in the report. Troubleshooting was not done at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Troubleshooting will be completed at a later date. Product is not being returned or replaced.